Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-17557. It was reported that noise episodes were observed on the atrial and ventricular leads. The noise was reproduced during device check by manipulating the pocket. Non-invasive recommendations were not available, so the physician elected to not address the noise as the patient remained asymptomatic.

Event description:
Related manufacturer reference number: 2938836-2019-17564. Correction: it was reported that noise episodes were observed on the atrial and ventricular leads via remote transmission. Review of the electrograms (segms) were suggestive of myopotential oversensing due to the patient being in a certain position. The noise was reproduced during device check by manipulating the pocket. Non-invasive recommendations were not available, so the physician elected to not address the noise as the patient remained asymptomatic. The patient was stable and will continue to be monitored.